Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges during the load process. Reportedly, the customer filled the cartridges with 380 units. The customer reloaded the cartridge successfully. The customer's blood glucose level was 261 mg/dl and it was addressed with a bolus via the pump.